Event description:
Nurse programmed IV pump for heparin IV infusion using drug calculation therapy. Pump defaults to units/kg/hr. She programmed into the IV pump 900 units/kg/hr; order was for 900 units/hr. Patient received this amount x 20 mins. Infusion was stopped and physician notified. No harm to patient. Education provided to all staff regarding medication administration.